Event description:
Approx 1 mth and 1 wk after the device was placed, the pt. Indicated that she had right sided flank and low back pain since insertion. A CT scan was completed, which revealed a perforated ivc (inferior vena cava) wall. The ivc filter was removed without further complications.